Event description:
The customer indicated that a false positive architect b-hcg result was generated. On (B)(6) 2015 a result of 2649.75 miu/ml was generated. On (B)(6) 2015 a negative result of < 1.20 miu/ml was generated and (B)(6) 2015 a negative result of < 1.20 miu/ml was generated. The first two samples were repeated and both were < 1.20 miu/ml. In addition an ultrasound was performed and no indication of pregnancy was seen. There was no report of adverse impact to patient management.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Architect total b-hcg lot number 43914ui00 was added. No patient sample or reagent was provided for investigation. Testing was performed using retained in-house file samples of architect total b-hcg lot 43914ui00 and panel material to evaluate the ability of the architect total b-hcg reagent to provide accurate results. Panel material is used to mimic patient samples. All validity and acceptance criteria met package insert specifications and assay parameters demonstrating the ability of the assay to provide accurate results in a portion of the dynamic range. A review of the coa and historical testing data for architect total b-hcg lot 43914ui00 shows that the lot is performing within the specifications. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. Additionally, a review of non-conformances and deviations associated with the affected lot number was performed. This review resulted in no occurrences. The architect total b-hcg reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.